Manufacturer narrative:
Concomitant medical product: product ID: d364drg ICD, implanted: (B)(6) 2016, product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported the device and high voltage lead was removed and the low voltage lead was capped due to erosion. It was also reported there was pus around the leads and pocket. Additionally, the defibrillating lead did not ¿sit smoothly under the skin, it was bent, protruding under the skin, and was found to be significantly damaged.¿ over time it eroded through the skin. The patient was treated with antibiotics and system re-implant is planned. No further patient complications have been reported as a result of this event.